Manufacturer narrative:
Suspect product was discarded.

Event description:
On (B)(6) 2020, an email was received from a patient (pt) in (B)(6) reporting a diagnosis of a small ulcer with irritation at the edge of the eye (unspecified eye) while wearing the first pair of acuvue oasys for astigmatism brand contact lens (cl). The pt visited an ophthalmologist (unspecified date) and was prescribed a week-long treatment of gatidex. The pt noted wearing the next pair of cls and still experiencing ¿irritation in the white part of the eye.¿ on 15dec2020, additional information was received from the pt. The pt reported experiencing os discomfort, irritation, redness, foreign body sensation, photophobia, and burning sensation with cl with one week of wear. The pt visited an urgent care (unspecified date) where the os was irrigated, and the pt was referred to an ophthalmologist. At the visit to the ophthalmologist (unspecified date), the pt was diagnosed with a small ulcer on the iris os. The pt was prescribed "gatifex" every 2 hours for 72 hours. The pt returned to the ophthalmologist after 72 hours and was advised the ulcer had healed, but to continue "gatifex" every 4 hours for 72 hours and a lubricating gel (unspecified) at bedtime. Three days later, the pt returned to the ophthalmologist and was told the eye was better, but to continue "gatifex" every 6 hours for another 3 days and lubricating drops as needed, then return to cl wear with new cl. The pt has returned to cl wear, but still notices eyes are red at the end of the day. The pt reported a two-week replacement schedule and does not sleep in cls. Arlyt solution is used to clean and store cls. On 22dec2020, an email was received from the pt reporting the date of visit to the ophthalmologist was (B)(6) 2020. Multiple attempts have been made to the treating ecp for additional medical information. No additional information has been received. This event is being reported as a worst-case event as we were unable to verify the diagnosis and treatment provided by the pts treating ecp. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00sl4q was produced under normal conditions. The suspect os cl was discarded. No further investigation can be conducted at this time. If any further relevant information is received, a supplemental report will be filed.